Event description:
During robotic assisted surgery a davinci prograsp was identified to have a broken wire close to the distal tip. It was removed immediately and replaced with a new instrument. The patient's abdominal cavity was inspected and no pieces were found. No harm occured to the patient.